Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The system controller was connected to the equipment in the manufacturer's lab and the "power cable disconnect", "low battery hazard" and "red battery" alarms became active when the black power lead was maneuvered. The black power lead was then stripped at the connector end which revealed a damaged inner conductor. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice ((B)(4)) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported by the vad coordinator that during a routine clinic visit, patient complained of intermittent beeps that had occurred over the past 5 days. When staff tethered the patient to the power module they were unable to pull up history and in addition received a low flow <0 minute message, although no beeps were heard. The system controller was exchanged with another system controller and no further problems were reported.